Manufacturer narrative:
E1: (B)(6).name: medtronic minimedcountry: united states of americastreet: 18000 devonshire streetcity: northridgestate: californiazip code: 91325.based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545manufacturing site: 8021545.

Event description:
It was reported on (B)(6)2026 that the patient¿s infusion set got detached from site due to sweating.